Event description:
It was reported that the device would not heat during set up. Also, the dc board failed. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative could not reproduce the failure. The dc board failure was customer induced. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.